Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing myopotential noise. Technical services (ts) review was requested. Upon review, ts noted that the noise was on secondary sensing vector and presented on both the treated episode along with atrial fibrillation (af) episodes. Ts noted that the noise stopped post shock. Ts recommended in-office testing and suggested obtaining an x-ray. The s-ICD remains in service and no additional adverse effects were reported. Requests for the name of the initial reporter are being made, if received the report will be updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing myopotential noise. Technical services (ts) review was requested. Upon review, ts noted that the noise was on secondary sensing vector and presented on both the treated episode along with atrial fibrillation (af) episodes. Ts noted that the noise stopped post shock. Ts recommended in-office testing and suggested obtaining an x-ray. The s-ICD remains in service and no additional adverse effects were reported. Additional information was received that the patient was brought in for testing and an x-ray was taken. The x-ray showed good system placement and no issues. The sensing vector was reprogrammed to primary. The s-ICD remains in service and no adverse effects were reported.